Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a manufacturer representative regarding a patient with an implantable drug infusion pump containing an unknown brand of baclofen with an unknown concentration and dose. Indication for use was unknown. It was reported the patient had a pocket infection. The representative need to get recommendations on switching the patient from intrathecal baclofen to oral baclofen because they had an infected pocket. The representative stated that was all the information they had at the time. No further patient complications were reported. Additional information was received from manufacturer's representative (rep) via business partner on (B)(6) may2017. The pump was delivering lioresal (unknown dose and concentration). The rep was calling on behalf of a physician who was doing an emergency explant for a patient on a baclofen pump and the physician was looking for a recommendation for bridging from intrathecal to oral baclofen. The rep indicated this was a time sensitive issue and stated that they were explanting the pump in the next hour and they need the information as soon as possible. The business partner was unable to further query the reason for the explant of the pump or patient information at the time of the report. The business partner placed an outbound call to the managing health care provider (hcp) who stated that the patient was getting their pump explanted due to infection and that they think that they have everything under control. Hcp stated the patient was going to max out oral baclofen at 100 or 120 and was going to be in a monitored bed. The hcp may also give the patient "bezo's" as well and just have the patient ¿ride it out¿. The hcp stated that even though the patient may not be getting the exact same amount of oral baclofen as from the pump they will just be monitoring them for any signs or symptoms and that they have everything under control and didn't have more questions. Hcp was informed that there was no conversion between oral and intrathecal baclofen and in these circumstances any decisions about management was up the clinical discretion of the healthcare provider. Document contained no new information.